Event description:
It was reported that on (B)(6) 2026, at 11, the patient underwent a transurethral resection of the prostate under epidural anesthesia. Twelve hours after the surgery, a single use sterile three way foley catheter of model 123420c, batch number myhw3488 was inserted. Following the product instructions, 35 ml of sterile water was used to inflate the balloon, and a continuous bladder irrigation system was connected. On the first day after surgery, during a routine check, it was found that the irrigation fluid could not be drained. The external tubing was checked and found to be unobstructed and not kinked. An attempt was made to aspirate by connecting a syringe to the balloon valve, but no fluid came out. The catheter was then completely removed, and upon visual inspection, the balloon area was torn and damaged, with missing balloon material. The attending physician was immediately informed, and relevant examinations were completed to ensure no balloon fragments remained in the bladder. A new catheter was inserted, and the patient did not experience any urethral injury or significant bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.